Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a frontal sinus repair procedure on (B)(6) 2017, as the surgeon was attempting to insert a synthes 5 mm titanium matrixmidface screw via a scope, the screw head snapped off when the screw came into contact with the mesh plate. It is suspected the steep angle of the screw was the cause of the breakage. The initial fragment was easily retrieved. The surgeon then burred off the remaining screw head and used irrigation and suction to remove the remaining fragments. The shaft of the screw remains embedded in the patient bone. Surgery was delayed approximately 20 minutes while the broken screw and fragments were removed. The procedure was completed successfully with no further harm to the patient. Concomitant devices reported: synthes matrixmidface screwdriver blade (part #: 03.503.083, unknown, qty. 1), synthes 0.4 mm malleable mesh plate, silver (part #: 04.503.083, qty. 1). This report is 1 of 1 for (B)(4).